Event description:
I had hernia surgery in 2006 and have over the years had pain in my groin, abdomen and backside area. I was not notified by the manufacturer, doctors or hospital of complications I may have due to the mesh placed inside of me.